Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up on 23 jun 2021. During examination of lead, it was noted that the right ventricular (rv) lead, which was implanted on (B)(6) 2021, had increased capture threshold. The physician decided to not perform any intervention but monitor for now. After examining the lead again in the follow-up check, the capture threshold had increased further. The physician opted to revise the rv lead. The lead repositioning was done on (B)(6) 2021. The patient was in stable condition.